Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out during fill tubing process. The customer stated that the insulin continued to drip during load reservoir/fill tubing process. The customer stated that the blood glucose was running over 300 mg/dl. The customer's blood glucose was 245 mg/dl at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.